Event description:
On (B)(6) 2014, the patient received a zfen-p-2-36-122-r proximal component, a zfen-d-16-45-91-c distal component, and a zsle-20-74-zt contralateral leg. One stent was placed in each renal artery. The implanting physician noted that the proximal device twisted after unsheathing. At the conclusion of the case, the endovascular graft and stented renal arteries were patent, with no evidence of kink. Proximal and distal type I endoleaks were noted after the endograft was completely implanted. The patient was discharged from the hospital on (B)(6) 2014. The patient had a follow-up CT scan on (B)(6) 2014 which showed distal type I and type ii endoleaks. At this time, no information has been provided regarding any anticipated secondary interventions. No adverse events have been reported for this patient.

Manufacturer narrative:
As the lot number is unknown, the device order form and the mfg records cannot be reviewed. Review of the imaging provided confirmed a distal type I endoleak. A proximal type I endoleak could not be confirmed based on the imaging provided, however, the sealing zone does appear slightly aneurysmal. It was noted that the sealing zones were very poor and not suitable for landing in, compromised by calcium and quite significant irregularity, particularly the left common iliac and the pararenal zone. Therefore, this is the most likely cause of the type I endoleak/s. A possible type ii endoleak related to pt anatomy was also identified. There does appear to be a slight twist in the distal end of the graft during deployment, however it appears to have no impact on the positions of the fenestrations or the seal with the distal device. The IFU sent with the device contains info regarding key anatomic elements of the proximal aortic neck and distal iliac artery interface that may affect successful exclusion of the aneurysm, and states that endoleak is a potential adverse event. It also states to confirm there are no endoleaks during final angiogram.

Event description:
On (B)(6) 2014, the pt received a zfen-p-2-36-122-r proximal component, a zfen-d-15-45-91-c distal component, and a zsle-20-74-zt contralateral leg. One stent was placed in each renal artery. The implanting physician noted that the proximal device twisted after unsheathing. At the conclusion of the case, the endovascular graft and stented renal arteries were patent, with no evidence of kink. Proximal and distal type I endoleaks were noted after the endograft was completely implanted. The pt was discharged fro the hospital on (B)(6) 2014. The pt had a f/u CT scan on (B)(6) 2014 which showed distal type I and type ii endoleaks. At this time no info has been provided regarding any anticipated interventions or adverse clinical sequelae.

Manufacturer narrative:
Additional investigation has been undertaken in relation to the observation made by the implanting physician that the device was twisted when unsheathed. The imaging provided confirms a slight twist in the distal end of the graft after deployment. The graft appears to have good orientation within the sheath prior to deployment and also upon initial deployment with the anterior and posterior markers forming a cross at 12 00. However, during cannulation of the fenestrations, a slight twist at the distal end was evident. The twist appears to have no impact on the positions of the fenestrations or the seal with the distal device, and the graft was confirmed to be patent. It was documented in the pre-existing conditions that the right common iliac artery had mild calcification and moderate tortuosity, and the left common iliac artery had moderate calcification and severe tortuosity, therefore, it is possible that this contributed to the twisting observed. However, a definitive cause of the twisting is unknown. As the lot number is unknown, the manufacturing work order cannot be reviewed. However, the manufacturing instructions (maa34058) state to ensure the graft is compressed systematically and that the sheath is not twisted after transferring. The IFU sent with these devices instructs the user to check the orientation of the graft prior to insertion and to avoid twisting the graft.

Manufacturer narrative:
Investigation in progress.